Event description:
It was initially reported to philips that the heartstart mrx defibrillator "shuts off at the moment it loads." It was later clarified that, when the customer attempted to transfer a pt being uploaded to an ambulance, the pt died before the customer was able to place defibrillation electrodes for resuscitation. The pt presented asystole and hemorrhaging massive upper gastrointestinal aggravated by thrombocytopenia. The pt died there was no allegation that the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4).